Manufacturer narrative:
The customer¿s products were requested for return. The customer's meter was received and was tested with qc material. Low: 2.4 mmol/l (range: 1.7 - 3.3 mmol/l). Low: 2.4 mmol/l (range: 1.7 - 3.3 mmol/l). High: 16.3 mmol/l (range: 14.5 - 19.6 mmol/l). High: 16.5 mmol/l (range: 14.5 - 19.6 mmol/l). The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter serial number (B)(4). The result at 11:46 am was 32.2 mmol/l. At 11:48 am, the result was 10.9 mmol/l at 11:52 am, the result was 9.4 mmol/l.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. Control ranges: level 1 - 1.7 ¿ 3.3. Mmol/l. Level 2 - 14.5 ¿ 19.6 mmol/l. Results: level 1 ¿ 2.4., 2.5, 2.4 mmol/l. Level 2 ¿ 17.0 , 16.6, 16.9 mmol/l. All returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The device was disassembled for further investigations of the electronic parts. The visual inspection of the electronic parts showed no abnormalities, no contamination was found.